Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. A replacement pump was sent to the customer address the event. The customer's blood glucose level was over 600mg/dl. Elevated bg was addressed with a manual injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.